Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction is likely a fracture at the proximal end of the fiber, as confirmed by the sales representative's inspection. Since the unit was not returned to olympus for evaluation, further investigation was not possible, but it is presumed that the fiber fracture was caused by mishandling during the case. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use fiber caught fire. The issue occurred during testing. There were no reports of patient harm.